Event description:
Same case as MDR ID 2134265-2013-02283, MDR ID 2134265-2013-02284. It was reported that during an intravascular ultrasound (ivus) procedure, failure to pullback occurred. While using an ilab cart system 120v, the physician selected atlantis sr pro but the motor drive unit did not recognized the catheter and was unable to perform the automatic pullback. As a result, the physician used manual pullback to complete the procedure. It has been noted that no patient complications were reported and patient's condition is unknown.

Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).